Manufacturer narrative:
The correct reason for reoperation is: "bilateral exchange from textured to smooth implants due to the patients concern with the product.".

Event description:
Physician reported right side "capsular contracture, baker grade iii.".

Manufacturer narrative:
Device evaluation: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported "complete disruption". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported "complete disruption". Device has been explanted.